Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-14- insufficient blood sample applied to strip (user) test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-2 error: sample not detected or using wrong test strip. Daughter in law is calling on behalf of the customer. The e-2 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer fasting and produced test result of 166 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported feeling tired and did not know if it was related to her blood sugar. Customer declined the need for medical attention at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is one week. Customer was using the correct test strips. The meter memory was not reviewed for previous test result history.